Event description:
It was reported that the lead could not be implanted due to helix issue. A different lead was used and the procedure was completed. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.